Manufacturer narrative:
The thrombus was located on the hole where the heparin flows. The system did not present any error messages. The flow of the heparin stopped due to the thrombus. The patient has not exhibited any neurological symptoms since the procedure was completed. It was reported that a smartablate generator was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot was observed. The pentaray was used for mapping of pulmonary vein isolation (pvi) to gap. During use, the pressurization bag was appropriately pressurized. The pentaray catheter was used once for mapping and it was removed from the patient¿s body. Ten minutes later, an attempt was made to re-insert the pentaray catheter into the patient¿s body and it was determined to be unusable. Due to thrombus, the perfusion of heparinized saline was not possible. The pentraray was replaced, and the issue was resolved. The procedure was completed without patient consequence.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).